Event description:
It was later reported that only the inss were removed. Per device registration explant date was added.

Event description:
It was reported that the patient had the second surgery for deep brain stimulator. The left side neck was hurting but this was due to head resting on neck before having the implantable neurostimulator (ins) put in. Patient¿s left side head was leaning on his neck and was going down. It was noted that the right side was bended. The ins would be turned on friday following the date of this report to see if the patient would be able to sit up straight and walk upright. The ins was not on yet. It was later reported that the patient¿s neck was still tipping to the side when he walked. Patient was implanted with deep brain stimulator first on the right and then on the left. Patient was still in pain and had numbness in his fingers and had since right after the implant surgery. Neck was still tipping to the side and it causes the patient depression. Patient leaned to the left. Inquired when the patient would begin to see results regarding his neck and ribs. Since implant the patient¿s neck had gone down and he was in a lot of pain. Patient had a follow-up appointment scheduled for the day following (B)(6) 2014. Since patient¿s last surgery on (B)(6) 2014 he had terrible neck pain. The patient¿s neck was hanging to the left and pain was going from the back of the neck down his back. It was noted that prior to this implant the patient was getting botox shots in his neck every 3 months which helped with the pain and he was able to keep his head up. Patient had two devices implanted on (B)(6) 2013 and (B)(6) 2014, the issues with the neck had been since the (B)(6) 2014 implant. Since implant the patient¿s symptoms had shown no improvement. Patient¿s body was not agreeing with the implantable neurostimulators (inss) and patient wanted to receive the operation to cut some of the muscle so it had expansion. It was noted that at the time of this report and before implant the patient¿s head touched his shoulder and when he lifted it up it pulled back down and he had bad pain in his shoulder blades. The patient walked a little slanted and half of his ribs were like round. Prior to implant the patient had had issues with his neck and that was the reason for getting the deep brain stimulator. It was noted that ¿all this time¿ his head was still the same. The deep brain stimulator was bothering him, he did not go outside or do anything. On (B)(6) 2014 the patient had an appointment with a healthcare professional who cuts muscles to give the head an opportunity to be straight. Patient wanted the device taken out but was told it was not going to be taken out. It was noted that every 4 years they had to cut him to change the battery and the patient had two devices and the patient did not understand why they would not do it. Patient felt the lead coming up from his neck to his skull. The patient still walked lopsided and head was still down and the patient still experienced the same symptoms he had prior to the implant. It was noted that the left side was real hard when he touched it coming down his neck and into his skull, it hurt a lot. The left side arm, shoulder and all the way down to his fingers was painful and went to sleep and the patient had to rub icy hot on it. This had been occurring for a couple of months prior to the date of this report. It felt tight and like blood was not flowing the way it should. The patient¿s whole arm went to sleep on him and when he was sleeping and it happened he would have to use his right arm to move his left arm. Arm was painful. The healthcare professional did not want to interfere with the lead the patient had implanted. Additional information received reported that the patient had the device for dystonia. The patient had numbness in the fingers, pain in the neck and their neck tipping was a part of their dystonia and was not device related. The patient also had comorbidity of depression and anxiety. The device had been implanted to try and help the patient and had been prescribed prior to patient being able to be considered for a surgery to remove a nerve in his neck. The deep brain stimulator did not seem to be working for the patient¿s issues. There was nothing wrong with the system, no impedance issues and it worked as designed. The patient wanted the device removed, it had not been decided what to do. The patient had some mental issues so he did not understand the therapy. The patient had thought that with the device he would have no more pain. The patient had not event gotten a little straightness in his neck and was not walking straighter, the patient was very upset and wanted to get better. It felt funny under where the device was which had started 2 months after implant. The pain was waking the patient up. The pain would be in his right arm and then a couple of days later it would in his left arm and the patient would have to use his opposite arm to move his arms. It was noted that the patient had gotten a second opinion and was told the pain was from the device and that something had been done wrong. The patient was told that ¿they had gone from 1 to 1000 instead of 1,2,3,4.¿ the patient had not felt like himself and was very uncomfortable with the device. The patient¿s healthcare professional was going to remove the device during the month of this report but the patient was just told they would wait till after the other operation instead.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0ery5, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0ccdl, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).